Event description:
The customer reported that several endoscopic vein harvesting device tips broke. One device was returned for evaluation. There was no report of pt injury.

Manufacturer narrative:
The customer reported that several endoscopic vein harvesting device tips broke. One device was returned for evaluation. Visual inspection confirmed that the tip was broken. There was no report of pt injury. The manufacturing records were reviewed. The device met all raw materials, in-process and finished goods specifications upon release. No abnormalities were noted. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." One hundred percent visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate this possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of product. A follow-up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.